Event description:
We have had multiple events with this product. Several were reported to supply chain three months ago and recently additional events reported to patient safety. (Date redacted): found puddle of liquid below the IV pole, upon investigation the tubing was wet and found a crack in the tubing. IV had been check one hour earlier without issue, now unable to flush or draw blood back. Three days later: IV tubing noted to be vibrating- then leaking noted at the distal white tubing segment near the pump. Unable to flush or draw from the lumen of the line involved. Did not receive an occlusion alarm. Three weeks later: rn disconnected tubing from microclave clear cap and noted tip of tubing broken off and remained in microclave clear cap. Microclave clear cap changed. Our clinical nurse specialist have notified the company of some of the issues and sent defective materials back.